Event description:
After in-service of proper use of needless connector clave, rn went to collect labs on patient. Rn followed instruction of how to avoid clave spraying blood, when disconnecting vacutainer, despite extra caution, the clave sprayed blood on rn scrubs.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.